Manufacturer narrative:
(B)(4).batch#: u5cj57. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/3. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The partial fire is consistent with an incomplete or interrupted cycle. The knife reverse button worked properly during testing. The device opened and closed without any difficulties noted. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open?. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy, a psee45a became stuck on tissue. He states he advanced the knife blade to pulse fire the stapler, but then the device would not fire after he pressed the firing trigger the second time. They attempted the knife reverse button and that would not work. Then they ¿pried¿ the device jaws open and slid the jaws off the tissue. The device was removed safely from the patient and replaced with a like device. There were no patient consequences.